Manufacturer narrative:
Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported that the device was "locking up". There was no patient incident.

Manufacturer narrative:
(B)(4) number added.